Event description:
It was reported that during a laparoscopic appendectomy, the device would not release from the tissue. The patient began to bleed and ultimately, the surgeon had to open the patient in order to release the instrument. The consequences to the patient were minimal. However, due to the change in the procedure, the release of the patient from the hospital was delayed.